Event description:
It was reported that after one inflation in a fistula in the arm, the pta balloon could not be retracted through the sheath. The catheter and the sheath were removed as a single unit without further incident. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Evaluation of the returned device confirms the event for sheath retraction issues, as significant force was required to retract the balloon from an in-house 6fr introducer sheath. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.